Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached the elective replacement indicator (eri) three years after being implanted. The device was displaying an extended charge time. Technical services recommended performing a manual capacitor reform. If the device remains at eri, replacement was recommended.